Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician relocated the ipg and replaced the existing lead extensions with longer lead extensions. The patient was reportedly doing well following the procedure.